Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the gui central processing unit (cpu) and installed updated inverters. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an erratic graphic user interface (gui) display. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The reported issue was on an 840 ventilator and not a 980 ventilator.

Event description:
It was reported that, while in use on a patient, an 840 ventilator had an erratic graphic user interface (gui) display. The patient was not harmed or injured as a result of the event.